Event description:
The customer reported that the insulin pump alarmed motor error while getting a MRI. Troubleshooting was performed. Advised the customer to discontinue use of the insulin pump. Instructed to the customer to revert to back up plan until a replacement of the device is received. No further info was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump failed the displacement test and alarmed motor error during rewind as a result of a motor encoder signal being out of phase.